Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a high blood glucose of 419 mg/dl at the time of the incident. Troubleshooting was not performed per customer's request. The insulin pump will not be returned for analysis, the sensor is expected to return.